Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue in approximately 400 cassettes, using peloris 11 tissue processor. The complainant advised that the affected tissue samples, which were under-processed and required re-processing, comprised fatty, dermatological, large (colon, breast) and bone marrow samples. On (B)(6) 2013, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable. Investigation of this complaint by leica biosystems is in progress.